Manufacturer narrative:
On 11/07/2019, mentor completed the investigation on the suspect medical device. The investigation was performed on a photo of the device. Device evaluation summary: according to the information provided, the patient experienced a rupture on left breast implant. Upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction procedure with a mentor memorygel breast implant 525cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was reported. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 490cc gel breast prosthesis on (B)(6) 2019.